Event description:
A bridge stent of unknown size was implanted in a pt for treatment of an unknown lesion in 1999. It was reported that the balloon burst during the procedure. It was reported that the pt had a second procedure during which a stent was placed in the left renal artery; however, it is unknown if this procedure was related to the balloon burst. Some localized swelling was also reported. The pt's status is unknown. No further info is available.